Event description:
Home care pt receiving tpn. Program: res vol 1060; infusion volume 960. When the pt went to discontinue the infusion the res vol was 980 mls and the bag was full. Pt did not complete dual reset. Label was on pump for reminder of this step.